Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 203 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. Customer was advised to run additional 5units of fixed prime to determine if cannula/site connection may be occluded. Customer stated insulin exited the cannulas as well. Customer explained the set may be occluded. Customer was advised to change entire infusion set and return set for analysis.